Manufacturer narrative:
Product ID 977a260 lot# (B)(4)implanted:(B)(6) 2016 explanted: (B)(6)2018product type lead product ID 977a260 lot# (B)(4) implanted:(B)(6) 2016explanted: (B)(6)2018product type lead . Other relevant device(s) are: product is:, (B)(4), (B)(4), (B)(4) . Other relevant device(s) are: product is:, (B)(4), (B)(4),(B)(4): event date year (2018) valid.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had several falls and the leads broke when they fell. They also reported that the battery was movable before the surgery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that no further actions were taken to resolve the high impedances. They noted that the event was confirmed with a physician account. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient met with the rep for programming and turned the stimulation up to 10.5 volts and the patient wasn't feeling stimulation. The caller stated that they ran impedances and found values with 0-7 to be out of range. The patient impedances were as follows: ref 0 1-7 >40000 8-15 in the 20000ohms, and ref 1-7 show all values >40000 ref 8 0 28412ohms 9 791ohms . The patient reported a fall on easter, but there was no change in therapy at that time. The patient was able to use the 8-15 side and will continue to program with those electrodes. There may be an x-ray taken to review the status of the 0-7 lead. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type. Lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of . It was reported that the patient lost stimulation coverage. The patient had an x-ray taken and it showed a fractured lead. The patient is scheduled for a lead revision on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the lead revision resolved the high impedances, fractured lead and lack of coverage.